Event description:
The customer reported that the speaker was not working and the alarm does not activate. No pt harm was reported. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.